Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b braun (B)(4) internal report # (B)(4). Based on the serial number provided by the user facility, b braun has identified the software version on this pump is g03. At the present time, neither the pump's operation log nor the actual pump involved in the reported incident have been returned to b braun for investigation. Multiple follow ups have been made with the facility to obtain the pump for investigation, but have been unsuccessful. On 12/15/2011, b braun was informed that the pump will not be returned for investigation. Based on the facility's report that the tubing set was changed and that after this set change free flow was seen immediately after opening the clamp on the tubing, a possible cause of the reported event was that the IV set was misloaded. However, without inspecting the actual pump and tubing involved in the event and assessing the tubing set in situ, no final conclusions can be made. A follow up report will be filed if the pump is returned or if add'l pertinent info becomes available.

Event description:
As reported by the user facility: infusion started of levaquin using secondary tubing which was changed. The pump was programmed properly to run infusion at 100 ml/hr. However, when rn opened the clamp on the secondary tubing connected to the primary, rn noticed levaquin was running fast, like free flow, while screen on the pump shows 100 ml/hr. Rn stopped the infusion, asked another rn to verify with primary rn correct settings on the pump, she witnessed free flow of levaquin infusion again as soon as clamp was opened. Rn stopped infusion, informed charge nurse and removed pump, tubing and levaquin, and gave them to ans with report.